Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was presenting with no message alarm. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: five photographs and one cassette sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection picture one and picture two show a cassette product in used condition, received with blue clip. Picture three shows the front view of the cassette product without the blue clip and with a burr on the side of the bag. Picture four shows the top view of a cassette product. Picture five is a picture of a component that does not belong to the cassette 100ml. Visual inspection of the returned cassette confirmed it was received in after use condition, decontaminated and inside of a plastic bag. The cassette was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. No damage, kinks or other defects were found. The sample was received without the blue clip. Accuracy testing of the sample included connecting the cassette to a pump to look for unusual function. Results: the the sample could be connected without problem and passed the test. Average delivery was 4.539 percent. Functional testing: the cassette sample was filled with 100ml of water and was connected to a pump to look for unusual function. Results: the cassette sample was fully priming and connected without difficulty, the pump was set, running and no alarms were activated. The reported complaint is not confirmed. Root cause was not determined and no actions were take due to the complaint was not confirmed. However, a CAPA was opened to investigate the failure mode reported which is currently ongoing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.